Event description:
It was reported that the patient with this right atrial (ra) lead had an infection with sepsis. Subsequently, full extraction of the system was performed due to bacterial infection. Furthermore, the atrial lead broke at the tip upon applying pressure with a locking stylet inside and a lasso was used to grab and retrieve the tip. No parts of the leads were left in the body. No additional adverse patient effects were reported. The ra lead was not returned for analysis.

Manufacturer narrative:
Supplemental 001: corrected fields: outcomes attrib to adv event (b2). This implantable lead has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation has determined that the lead tip separation during removal may occur due to a mixture of lead handling, patient anatomy, and lead design. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection with sepsis. Subsequently, full extraction of the system was performed due to bacterial infection. Furthermore, the atrial lead broke at the tip upon applying pressure with a locking stylet inside and a lasso was used to grab and retrieve the tip. No parts of the leads were left in the body. No additional adverse patient effects were reported. The ra lead was not returned for analysis.